Manufacturer narrative:
Corrected fields: g2 (consumer should not be selected on the initial). This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak and deformation in the biopsy channel. Additionally, the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on the channel tube, water tightness was lost. Due to deformation of light guide connector, water rightness was lost. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on the bending section cover was detached. Connecting tube had a wrinkle. Due to wear of angle wire, bending angle in the up and down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope's light tube protector near suction connector had a cut. The issue was found during a general routine inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the adhesive around objective lens, the adhesive around the light guide lens, the plastic distal end cover, the bending section cover and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.